Manufacturer narrative:
No applicable conclusions code for software problem available.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed therapy error messages. There was no reported patient involvement/adverse patient impact.